Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached; proximal segment was received and analyzed. Blood/body fluid in/on distal conductor.

Event description:
It was reported that the rv lead had decreasing impedance and it was suspected that the insulation was failing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the rv (right ventricular) lead had decreasing impedance and it was suspected that the insulation was failing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead in segments was returned, analyzed, and the outer insulation had breached environmental stress cracking (esc). It was also noted that the distal conductor was stretched, the distal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic esc, the outer insulation was breached cut, and the outer insulation had a cosmetic depression.